Manufacturer narrative:
P-cap locked in place properly during testing. After multiple battery replacements, unit persisted on blank display. Pump was received with blank display due to cracked case behind the pump at the battery compartment, causing the battery tube to become loose with no contact between the test battery cap and battery tube being made. The battery tube assembly was pushed back in the right position, monitored, and no blank display was noted. The baat tool was utilized to search for any battery related alarms that may have occurred in the past or around the call date that may have triggered the reason for the customer's call. Unit was successfully downloaded using thump software for reference. The baat tool recorded the following: battery cycle 5.0 received the lowbatteryalert (104) on 01/05/2026 05:27:00 after more than 7 days at 12.59 days. Battery cycle 4.0 received the lowbatteryalert (104) on 12/23/2025 05:50:00 after more than 7 days at 12.33 days. Battery cycle 3.0 received the lowbatteryalert (104) on 12/10/2025 14:58:00 after more than 7 days at 16.49 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Proceeded with the following testing to ensure proper functionality of the unit. Unit passed active and sleep measurement current test, and self-test. No unexpected battery anomalies were noted during testing. No moisture damage was noted during deconstructive analysis. Unit was received with: label damage (faded), cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case, cracked keypad overlay, stained keypad overlay, missing display window/cover, scratched case, and pillowing keypad overlay. In summary, unit was received with blank display. However, no blank display was noted after the battery tube assembly was pushed back in the right position and monitored. Customer allegations for failed battery test were not confirmed when the baat tool concluded the customer did not experience an unexpected power loss of less than 7 days per the pump history records and no unexpected battery anomalies were noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed, and the customer continued to receive battery failed alarms after inserting new batteries, restarting the pump, and using a replacement battery cap. No harm requiring medical intervention was reported. Mmt-1886 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.